Event description:
It was reported the asymptomatic patient presented for a follow up in clinic. Upon interrogation, it was observed the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced without issue. The patient was stable.